Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.the analyst also noted: fixed helix does not extend and retract.

Event description:
It was reported that during the procedure the helix on the lead would not extend normally. The lead was replaced. No patient complications have been reported as a result of this event.